Event description:
The customer observed a crimped waste line. This is consistent with a malfunction which could cause falsely elevated troponin 1 results to occur at a magnitude that might initiate a cardiac catheterization.